Event description:
It was further reported that the patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a calcified mid circumflex coronary artery. The physician used a 6f introducer sheath and a 6f guide catheter to access the target lesion. It is noted that it is the physician's practice to kink the distal end of the pt2 guidewire prior to insertion into the patient's body. Resistance was met with insertion of the guidewire. The distal end of the wire became looped during the procedure. They physician attempted to snare the fractured portion, but was unsuccessful and the portion of the wire remains in the patient's body. No additional procedures or surgery were required. Patient status is reported as "good".

Event description:
It was reported that during a ptca treatment procedure, the pt2 moderate support 185 cm guidewire fractured and a portion of thw wire remains in the pt's body.